Manufacturer narrative:
G2: event occurred in japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product that is used in spinal fusion for c5 ossification of the posterior longitudinal ligament (opll). Levels implanted was c5. It was reported that there was anterior dislocation and the cage was replaced in revision surgery. There were no further complications reported. Additional information was received via manufacturer representative that the procedure involved in the event was anterior cervical fusion c5 subtotal fusion.